Event description:
On (B) (6) 2009, the sales rep reported that during a kit inspection prior to surgery, it was identified that one of the prongs was broken. This malfunction for a similar device has resulted in an adverse event in the past.

Manufacturer narrative:
Event occurred during a kit inspection. Product is an instrument and is not implantable. Eval is pending.